Event description:
Customer reportedly tested at bedtime only to receive an error on the device. Customer woke his wife at 1:00am by thrashing and banging his head against the bed. The wife tried again to test and received an error. Customer was given glucagon by his wife and tested 64mg/dl at 1:49am on the device. No medical treatment received. No quality controls used on device. Requested return of suspect device and replacement was sent.